Manufacturer narrative:
Correction: section a1. The correct patient identifier should have been (B)(6) rather than (B)(6).

Event description:
New information received notes that the patient was in stable condition.

Event description:
It was reported during an in-clinic follow-up, a patient's pacemaker was found in backup mode. The pacemaker was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
The event of unexpected mode switch was confirmed. The device was received in bvvi mode with battery voltage above elective replacement indicator (eri). Device image analysis performed found memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from backup mode, further testing showed the device reverted to the backup condition upon reloading the product code. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.